Event description:
A customer reported a scan timeout error with the adc freestyle libre sensor. On 21nov2021, as a result, the customer had a loss of consciousness and was unable to treat himself. The customer was provided glucose by his girlfriend and emergency services were called. The customer was additionally provided intravenous glucose for the treatment of hypoglycemia by the paramedics. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visually inspected the reader and sensor no issues were observed. Sensor plug was properly seated. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned reader and sensor. Scan timeout error message was observed. Mix match testing were performed. Returned reader did not communicate with known good sensor however returned sensor successfully communicate with known good reader. It was determined that the reader was faulty. The reader was de-cased. Visual inspection was performed on pcba and liquid contamination was observed. Therefore this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan timeout error with the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer had a loss of consciousness and was unable to treat himself. The customer was provided glucose by his girlfriend and emergency services were called. The customer was additionally provided intravenous glucose for the treatment of hypoglycemia by the paramedics. No further information was reported. There was no report of death or permanent injury associated with this event.